Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the device was damaged during use. The tip of the dilator had a peeled back end. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide two photos of a blunt dilator tip for evaluation. Visual inspection of the photos shows a spring wire guide passing through a dilator. The dilator tip is clearly damaged, and biological material is visible along the spring wire guide. A device history record review was performed, and no relevant issues were found to suggest a manufacturing issue. The instruction for use (IFU) for this kit suggest enlarging the cutaneous puncture site with the cutting edge of scalpel prior to use of the dilator to enlarge the site. The report that the dilator tip was damaged was confirmed through examination of the customer supplied photos. The images showed the dilator tip deformed with a guide wire advanced through it; however, the actual complaint sample was not returned for evaluation. The device history records for the dilator were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of dilator tip damage could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the device was damaged during use. The tip of the dilator had a peeled back end. No patient injury reported.